Event description:
The report received indicated that the procedure included treatment of two lesions one in the left anterior descending (lad) and one in the right coronary artery (rca). The first lesion treated was the lesion in the lad. The vessel was rather tortuous and the de novo lesion was at a bifurcation in the lad and the diagonal was 13mm long. The lesion was successfully predilated with a firestar balloon catheter then the physician continued to stent the lesion with a 3.5x13mm cypher stent. The procedure was being performed without an additional wire down the diagonal as the physician was confident of maintaining patency of the artery. However, after stenting, the diagonal was compromised; stent post dilation was conducted but the diagonal remained compromised. The physician decided that the results were acceptable as the diagonal was a small artery and continued to stent the second lesion in the rca. The procedure was completed smoothly without further complications. Immediately after the event, the patient was reported to be stable.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days of receipt.